Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring incontinence due to urethral atrophy at the cuff site. All components of the existing aus were explanted and replaced. There were no additional patient complications reported.